Manufacturer narrative:
The technician found the ground pin broken from the power cord plug. The technician replaced the power cord to repair to bed.

Event description:
Info received indicates the ground loss light is on.